Manufacturer narrative:
Evaluation: evaluation and service actions were not detailed. No product was returned and the complaint could not be confirmed. The serial number was provided and the service history record for this device was reviewed for similar complaint modes. Similar complaint modes were found in the device service history record. The reported complaint mode will be utilized for trending purposes. No corrective action is required because no failure mode was identified, since the product was not returned. No relationship could be investigated since no product was returned for evaluation. The complaint will be reopened if a sample is received. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, an ht70 ventilator frequently alarmed. The ventilator did not stop running. The patient was transferred to another ventilator and there was no patient harm.

Manufacturer narrative:
Unique identifier (UDI) number and catalog number added. Correction to the PMA / 510k #. Device evaluation summary: the main control board was returned to medtronic for failure investigation. The reported symptom could not be duplicated but a different symptom was observed. The main control board was placed in an ht70 test ventilator. The ventilator was powered up and set to standard test settings per the ht70 service manual. The device was allowed to ventilate for approximately 3 hours. Throughout the duration of the ventilation, the device did not alarm. Upon further inspection of the control board, the pins of capacitor c25 were observed to be loose in the capacitor body. Not additional findings were noted. If information is provided in the future, a supplemental report will be issued.